Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that there were air bubbles throughout the tubing and the supplies were changed to address the event. Blood glucose was 350 mg/dl.